Event description:
Implant failed due to implant fracture after delivery.

Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.